Event description:
It was reported that the atrial lead triggered a lead warning due to low impedance. The lead currently remains in use and reprogramming of the device was discussed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5092 implantable pacing lead (B)(6) 2000; addr01 implantable pulse generator (B)(6) 2007. (B)(4).